Event description:
It was reported that balloon rupture occurred. A 8 x 40 mustang¿ balloon catheter was used for dialysis catheter exchange to confirm no fibrin sheath. Upon the first inflation the balloon ruptured at 14 atmospheres for 10 seconds. The device was removed an no segment of the device detached inside the patient. The procedure was completed with an 8x4x75 mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(6).